Event description:
As reported from the affiliate, a (B)(6) female patient experienced stent fracture involving restenosis of cypher select implanted in the right coronary artery. At the time of initial stent placement, the rca was described as 31mm in length and class b2. The indication for the procedure was reported as stable angina pectoris. The lesion was treated with a 2.75x33mm cypher select at 14atms. No further info is available. After unspecified time, the patient returned with stable angina pectoris that was diagnosed as an instent restenosis and the implanted cypher select was diagnosed to be fractured. The type of fracture was "p". This was treated with a poba. No additional information is available.

Manufacturer narrative:
Please note that exact implant date of a cypher select device is unknown. Complaint conclusion: as reported from the affiliate, a (B)(6) female patient experienced stent fracture involving restenosis of cypher select implanted in the right coronary artery. At the time of initial stent placement, the rca was described as 31mm in length and class b2. The indication for the procedure was reported as stable angina pectoris. The lesion was treated with a 2.75x33mm cypher select at 14atms. No further info is available. After unspecified time, the patient returned with stable angina pectoris that was diagnosed as an instent restenosis and the implanted cypher select was diagnosed to be fractured. The type of fracture was "p". This was treated with a poba. No additional information is available. The stent remains implanted thus unavailable for analysis. There has been no sterile lot number information available to date thus no DHR could be performed. Stent fracture is a known potential adverse event associated with cypher stent implantation procedures and is listed in the IFU (instructions for use) as such. There are multiple factors that can contribute to stent fracture in the coronary arteries. The coronary arteries are very dynamic vessels that undergo biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that stent fractures occur in cases of multiple stents and overlap related to an abnormal stress area that is created. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking.